Event description:
This case was initially received via regulatory authority (us FDA, reference number: mw5113136) on 18-nov-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain / pain on my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced urinary frequency ("urinary frequency"), hypovitaminosis ("vitamin deficiency"), oedema ("swelling/ edema"), abdominal distension ("swelling in my abdomen area"), ovarian cyst ("cysts on my left ovary"), acne cystic ("cystic acne"), night sweats ("night sweats"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), libido decreased ("low libido"), frequency urinary ("frequent urination"), hypothyroidism ("hypothyroidism") and procedural pain ("pain from the surgery") and was found to have vitamin b12 decreased ("low b12") and blood testosterone decreased ("low testosterone"), 4 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and asthenia ("energy level change") and underwent myomectomy ("fibroid removed"). The patient was treated with essure was removal on (B)(6) 2022. The reporter considered abdominal distension, acne cystic, alopecia, asthenia, blood testosterone decreased, fatigue, hypothyroidism, hypovitaminosis, libido decreased, myomectomy, night sweats, oedema, ovarian cyst, pelvic pain, procedural pain, urinary frequency, vitamin b12 decreased, vitamin d deficiency and frequency urinary to be related to essure. The reporter commented: essure on the left side was coming out of my fallopian tube based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5113136) on 18-nov-2022. The most recent information was received on 29-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain / pain on my left side") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted (intra-uterine). On (B)(6) 2014, 1461 days after essure insertion, she experienced urinary frequency ("urinary frequency"), hypovitaminosis ("vitamin deficiency"), oedema ("swelling/ edema"), abdominal distension ("swelling in my abdomen area"), ovarian cyst ("cysts on my left ovary"), acne cystic ("cystic acne"), night sweats ("night sweats"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), libido decreased ("low libido"), frequency urinary ("frequent urination"), hypothyroidism ("hypothyroidism") and procedural pain ("pain from the surgery") and was found to have vitamin b12 decreased ("low b12") and blood testosterone decreased ("low testosterone"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), fatigue ("fatigue") and asthenia ("energy level change") and underwent myomectomy ("fibroid removed"). Essure was surgically removed on (B)(6) 2022. The reporter considered abdominal distension, acne cystic, alopecia, asthenia, blood testosterone decreased, fatigue, hypothyroidism, hypovitaminosis, libido decreased, myomectomy, night sweats, oedema, ovarian cyst, pelvic pain, urinary frequency, frequency urinary, procedural pain, vitamin b12 decreased and vitamin d deficiency to be related to essure administration. The reporter commented: essure on the left side was coming out of my fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.